Event description:
The pt received the scs system on (B)(6) 2012. The pt reported feeling stimulation in his sternum, radiating to his left side. X-rays confirmed the lead is still in the intended location. Reprogramming did not resolve the issue. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.